Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea¿ auto suture¿ hemorrhoid and prolapse stapler with 3.5mm staples opened by the account. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Tracking no: (B)(4). The device was returned on 4/21/2016.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hemorrhoidopexy, the surgeon purse stringed and applied the stapler as instructed. Inspecting the staple line it was noted that half the staple line was intact and in good form and the other half of the tissue was cut, however no staples were to be found. Surgeon sutured the tissue together as a result. Current patient status: good. The difficulty did not result in any unintended colostomy, formal laparotomy, reoperation, etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than once inch. There was no unanticipated blood loss of 500cc or more. There was no delay to surgery time of more than 30 minutes. There was no device fragment that fell into or was left in the patient. In order to correct the condition, the surgeon used suture to approximate the tissue in the portion of the staple line that was missing staples.